Event description:
Pt is a healthy woman who wears soft contact lenses. She developed culture positive fusarium keratitis with no known risk factors other than her contact lens wear. She resides in a state where fusarium is rare. She was using optifree replenish to clean the lenses at the time of the infection. The bottle was sent for cultures, and to date has not grown any agents. Because of the recent fusarium keratitis outbreak associated with renu with moisture loc, I felt it was important to report this case.